Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Analysis found no scrolling numbers display anomaly. No moisture damage on electronics noted by analysis. The insulin pump had a scratched display window and a cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 70 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.